Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. On the mentioned date the values 151 mg/dl an 400 mg/dl have been found in the meter memory during the investigation, the value 151 mg/dl has been flagged as control result.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 150 mg/dl and 400 mg/dl 2) hi (greater than 600 mg/dl) and 124 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.